Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the needle fell off during procedure. Surgeon was able to locate needle and take out of patient. There was not injury to patient. While surgeon was toggling device needle would come off. The device was thrown away after the case.